Event description:
Treatment of deep infection (not reported as confirmed). Redness reported as clinical sign. No product failure reported. No product involvement. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Treatment of suspected deep infection. No product failure. No product involvement.